Event description:
Reporter alleged blood glucose measured "hi" at 5:18 am back to back with a result of 177 mg/dl performed at 5:21 am. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.